Event description:
While orienting the trunk-ipsilateral leg component of the excluder bifurcated endoprosthesis (ebe), the introducer sheath used came out of the pt. The pt became unstable due to an estimated blood loss of 1400cc. Pt was given blood and volume but remained unstable on and off during the procedure. Placement of the ebe was successfully completed. Follow up with the physician the following day revealed that the pt was doing fine. This event was not related to the ebe, but rather a procedural issue with a vascular access device only.